Event description:
Caller indicated the relion prime meter was reading high. On (B)(6) 2013 the customer called because the ambulance had just left and stated the prime meter read 100 points different than the emt meter. Initially stated prime read 32 and emt read 134, but caller later changed the story. Caller stated her husband had been dosing himself based on the prime meter readings, passed out and was non-responsive so they called the ambulance. When emts arrived they check his blood sugar and it was 35 on their meter and the prime read 134. Emts gave him something to revive him. Caller believes her husband was basing his medication on inaccurate readings, which caused the incident. We have attempted to contact the customer multiple times to get more information on the incident and request product back for testing.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and lot number is not known so retention samples could not be tested. If either strips or meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.